Event description:
Subsequent to lasik surgery with use of the intralase fs laser to create the corneal flap, a patient presented with diffuse lamellar keratitis (dlk) bilaterally. At approximately one week postoperatively, the dlk had progressed to stage IV and central folds were observed. The patient was treated with topical steriods; however the flaps were not lifted or rinsed. At the 3 week postoperative visit, the patient's best corrected visual acuity had decreased more than 2 lines and resulted in induced astigmatism.